Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would switch off at the startup. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump was received with unexpected blank display after a full segment display due to a faulty mother board. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.